Event description:
The customer reported instances in which the ortho provue analyzer dispensed excess amount of reagent cells into the mts anti-igg cards during antibody screen testing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined for the reported event. The ocd field service engineer performed the yearly preventative maintenance on the instrument. The fe replaced the probe, syringe, wash station and silicon tubing as part of the pm. The customer performed and accepted qc.